Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es bio ID required maintenance. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that several pockets in drawers 2.1 and 2.2, located toward the front, were not showing up on the cubie map, and the lids were not opening. A field service engineer (fse) checked the rear reseating row cables, removed the cubies and trays, and found old, dried residue likely from a previously wet substance that had caused the trays at the front of both drawers to stop functioning due to corrosion. The fse inspected all trays for operability, replaced two corroded trays, replaced all pockets, updated the firmware, rebooted the device, and enabled auto-login, which had not been set previously to resolve the issue. The fse inspected the rear panel and ensured all cables were properly seated. The system functioned as intended after the field service engineer repaired the device.